Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Two photographs of a powerpicc were returned for evaluation. The complaint of a leaking catheter is confirmed; however, the exact cause is unknown. An initial visual observation of the first photograph showed a circumferential split in the catheter shaft. No details of the split could be discerned from the photograph. No additional damage could be seen on the device. The second photograph depicted the catheter tubing not implanted in a patient but was unremarkable. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that a patient had a power-PICC catheter inserted in the catheterization room at the hospital on (B)(6). During routine maintenance at the outpatient department of the hospital on (B)(6), a leak was discovered in the catheter. Upon removal, a tear was found at the 19 cm print scale on the catheter, resulting in a damaged catheter and leakage.